Manufacturer narrative:
(B)(4). D10: cat: 110024773 lot: 66404450 juggerstitch curved implant. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00899.

Event description:
It was reported that two anchors did not deploy during the surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h4, h6, h11 reported event was unable to be confirmed due to limited information received from the customer. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.